Event description:
It was reported that the device has faulty power module. There was no reported patient involvement.

Event description:
It was reported that the device has faulty power module. The customer evaluated the device and received remote support from the customer care solution center, during which a power module was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power module, the replacement for which was ordered under (B)(4). The device remains at the customer site and no further evaluation is warranted at this time. This known issue which was resolved by providing (B)(4) kit.

Manufacturer narrative:
H3 other text : customer requested remote service.